Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial # (B)(4), description: linear 3-4 lead, 50cm. Expiration date: unk, it is indicated that the lot number for the clik achor is not available and cannot be obtained. No further information regarding the clik anchor will be provided. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted for the leads. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received the patient experienced a fever and had pus at the lead anchor site. The physician assessed the patient had a bacterial infection and administered antibiotics, however this did not resolve the infection. The patient underwent an explant procedure wherein the patient's leads and clik anchors were explanted. The physician does not know if the infection was device or procedure related.